Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture/corrosion was allegedly visible in the pump battery compartment, and the yellow o-ring of the battery cap was also visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple replace battery alarms with code 128-fe80. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was found inside the compartment and on the underside of the battery cap. The returned battery cap did not secure properly to the pump; however, a power loss was not observed. The load step could not be performed due to a warning that the cartridge was not detected after the motor had run for as long as possible. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and evidence of moisture ingress was found on the motor circuitry components, the force sensor pins, and the battery compartment contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.